Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a euphora rx ptca balloon catheter to treat a moderate tortuosity, severely calcified lesion exhibiting 100% chronic total occlusion in the distal right coronary artery (rca). The device was inspected with no issues noted. Negative prep was performed with no issues. Pre dilation was not performed. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device. It is reported that the balloon was inflated to 3atm and the balloon burst/leaked during inflation. Procedure was completed with a non-medtronic device. The patient is alive with no injury.